Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the chest and abdomen on (B)(6) 2022 and (B)(6) 2023, submental area (chin) on (B)(6) 2023, and submental area (chin) on (B)(6) 2023. Coolmini applicator on the submental area, and cooladvantage coolcore applicator on the mid abdomen, low abdomen and chest. On (B)(6) 2024, the patient was diagnosed with possible with paradoxical hyperplasia (ph) to all areas (i.e. Submental, chest, abdomen).

Manufacturer narrative:
Additional information: b5, d1, d4, d6a (blank), e1, h6 [a2304], h6 {b15], h11,concomitant product. Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. The device use in the chest area is considered to be code a2304 - off label use. Treatment of the chest area represents off-label use in the united states of america.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the chest and abdomen on (B)(6) 2022 and (B)(6) 2023 and submental area (chin) on (B)(6) 2023 and presented with possible with paradoxical hyperplasia (ph) to all areas.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. The device use in the chest area is considered to be code a2304 - off label use. Treatment of the chest area represents off-label use in the united states of america.

Event description:
A provider reported a patient received coolsculpting system treatment to the chest and abdomen on (B)(6) 2022 and (B)(6) 2023 and submental area (chin) on (B)(6) 2023 and (B)(6) 2023 using the cooladvantage applicator to chest and upper and lower abdomen area and coolmini applicator to submental area. The patient was presented with paradoxical hyperplasia 14 months post treatment.